Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was downloaded and reviewed finding errors related to the complaint in rtt loss. An internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.